Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine and an unknown drug. Dose and concentration information was not reported. It was reported that the patient was going to have her pump removed on (B)(6) 2024. The patient's pump "stopped working months ago" after she had a fall. Per the patient, "I think I messed it up and because it stopped covering the pain in my lower back". The pump was implanted for lower back pain and, prior to the fall, the pump covered her back pain "perfectly". Since the fall, the patient had pain in her neck and the middle of her back, which was new pain that the pump was not implanted for and the pump was not helping with that pain either. At the time of this report, the issue was not resolved. When asked what medication was in the pump, the patient status "morphine and something else that starts with 'ib'".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.